Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the emergency room complaining that her device had "buzzed" that morning. Review of a merlin.net transmission revealed that the right ventricular lead exhibited high impedance which triggered the vibratory alert. On (B)(6) 2018 the right ventricular lead was capped and replaced. The implantable cardioverter defibrillator was prophylactically explanted and replaced due to the li cluster advisory during the right ventricular lead procedure. The patient was in stable condition before, during and post surgery.